Manufacturer narrative:
Additional product code: hwc. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during the open reduction internal fixation left olecranon fracture, the surgeon remarked variable angle locking screw would not lock into the third most proximal hole of variable angle-locking compression plate (va-lcp) olecranon plate. The surgeon left both implants in the patient. There was 5 minutes surgical delay. Patient outcome was good. Concomitant device reported: unknown screwdriver (part# unknown; lot# unknown; quantity: 1). This complaint involves two (2) devices. This report involves one (1) 2.7mm va lckng screw slf-tpng with t8 stardrive recess 26mm. This is report 2 of 2 for (B)(4).